Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to pin 1 on u718 on the distribution node pca was out of tolerance. The root cause for the out of tolerance pin could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt could not communicate with the monitor.